Event description:
Upon follow up, it was found that the device associated with this event was not a zimvie product as the customer had initially reported. As a result, the prior submission for MFR- 0001038806-2024-00335 submitted on (B)(6) 2024 is no longer considered a reportable by the manufacturer and no further reports will be submitted for this event.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: this supplemental is being reported as a retraction as it was found that the device was not a zimvie product. Therefore, the initial report, MFR report number 0001038806-2024-00335 that was submitted on february 28, 2024 is no longer considered reportable by zimvie and no further reports will be submitted for this event. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-44631-2024 a4: weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided . G4: PMA/510(k) number not available. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that implant at tooth location #30 was removed due to bone loss and infection. Symptoms as a result of the event: pain.